Manufacturer narrative:
H3: product analysis of product:9560524, lotno:my23c001: it was observed that the holder was loose during the inspection at the time of receiving. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the instrument moves even after fixation. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the type of procedure involved during the event was med/mel lumbar disc herniation/stenosis. This event happened from the first time, it felt looser than other products, so the drawbar was adjusted several times.